Event description:
It was reported that the catheter was inserted in the patient and an increase in body temperature was observed and the continuous cardiac output measurements were 16.4 and 13.2. The catheter was changed and the temperature normalized. The physician informed that the problem was not caused by catheter because the patient was already in a critical condition.

Manufacturer narrative:
It was reported that the set was not reporting the readings correctly.

Manufacturer narrative:
The sample was discarded by the hospital. A device history record review was completed and documented that the device met all specification upon distribution.

Event description:
It was reported by service report that the bed scale not weighing. No adverse consequences have been reported.